Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the olympus loaner evis lucera colonovideoscope had a weak water flow. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign object came out of the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, the air/water supply and water removal volumes did not meet the standard values; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of u/d knob was out of the standard value; the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the electrical connector had discoloration due to water leakage; the universal cord and connecting tube had a scratch; the protector of universal cord on the suction connector side had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no reported abnormalities of the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.